Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the fuse was not functioning. Therefore, the reported condition was duplicated and confirmed. The assignable root cause was determined to be due to defective material. This issue has been escalated to CAPA. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that the battery device was dead. It was further reported that the charger device indicated a warning light and the testing showed zero volts. According to the report, the charger device was cross tested with other battery devices and it worked as expected. It was not reported if the device was used in surgery. There were no delays in a surgical procedure. It was not reported if a spare device was available for use. There was no patient involvement reported. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Initial reporter¿s phone number: (B)(6). The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.